Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for hi display. A friend is calling on behalf of the customer asking what a hi meant. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of blurry vision. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.